Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), batch: 3434540.

Event description:
It was reported the patient was unable to set the ipg into MRI mode and x-rays indicated that one lead had migrated and was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. It is unknown which lead had migrated and fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.